Manufacturer narrative:
The reported event of the merlin 2 programmer being unable to interrogate the implanted device was confirmed. Based on the information provided, it was determined that the connectivity issue was due to an intel bluetooth firmware issue on the programmer. The implanted device was performing per design.

Event description:
New information received noted that the issue was resolved by using a different programmer to interrogate the device.

Manufacturer narrative:
Correction: section h6, the code "4017, interrogation problem" should have been used instead of "1332, failure to interrogate".

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. No changes or intervention was performed. The patient condition was stable.